Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 11 months post-implant, it was reported that during a routine checkup at the hospital, the patient experienced a pump stoppage and a red heart alarm while connected to a power module. The patient was asymptomatic during the events. The perfusionist was able to reproduce the pump stoppage when manipulating the distal end of the driveline near the connection to the system controller. The patient refused to stay in the hospital and was given an ungrounded patient cable. On (B)(4) 2015 the manufacturer¿s technical service personnel evaluated the patient¿s driveline and x-rays that were performed. Areas of irregular shielding near the connector were observed and the technical service personnel performed a distal end driveline replacement. It was also reported that the patient had recovered and the pump was explanted on (B)(6) 2015.

Manufacturer narrative:
The patient's sex was not reported. The approximate age of the device is 1 year and 11 months. The explanted pump is not available for evaluation; however the replaced portion of the driveline was returned. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of alarms and a suspected percutaneous lead issue could not be confirmed via evaluation of the replaced section of the driveline. A section of the driveline approximately 10 inches long was returned and showed breakdown of the braided shield adjacent to the terminus of the connector bend relief. Electrical continuity testing of the driveline portion did not reveal any discontinuities or shorts. Visual inspection of the wires found no evidence of insulation breaches or other damage. The driveline portion was submerged in a saline bath for hi-potential (hi-pot) testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remained ongoing following the driveline repair with no further issues reported. The cause of the reported event could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.